Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead, exhibited spiking, high out-of-range pace impedance measurements greater than 3,000 ohms and then returning to normal measurements; for about a year. Spring contact issues were suspected. Additionally, during a routine follow up it was noted high out of range pacing impedance measurements and noisy signals on the right atrial (ra) lead. Which was believed to be caused by a lead fracture. Troubleshooting options were discussed and recommended. No adverse patient effects were reported. At this time, the device and lead remain in service.